Event description:
It was reported that this implantable lead had an unspecified failure. Lead currently remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted. A new lead was successfully implanted.

Event description:
It was reported that this implantable lead had an unspecified failure. Lead currently remains in service. No adverse patient effects were reported.